Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump monitored for a day. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test, self test, a21 error test and passed off no power test. No low battery alarm during testing. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for low battery complaint. No moisture damage found on the electronics, motor, and vibrator assembly noted. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: broken battery tube threads, scratched case, cracked reservoir tube lip, stained keypad overlay, cracked belt clip slot, stained address/serial number label and stained end cap sticker. Unit passed all required test. Charge/battery anomaly or low battery alarm anomaly not confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-712wwb. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-712wwb was returned for analysis.